Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-03897. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV, deflation.

Event description:
Healthcare professional reported capsular contracture baker grade iii/IV. Later patient reported capsular contracture baker grade unknown, deflation and pain. This record is for the right side. The device remains implanted.